Event description:
The customer reported that the system intermittently displayed a communication failure error message followed by a system lock-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the lemo connector. The system operates as intended.